Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 1 and 4 hours. The site started to bleed and was painful. When removed from the infusion site, the needle was still in the cannula.

Manufacturer narrative:
The pod was received with the formed needle protruded out of the pod, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract. Adhesive pad was not returned with device and there was no evidence of blood was observed on the device. The exposed formed needle contributed to the reported pain during insertion and bleeding/bruising at the pod infusion site. Exposed soft cannula was found to be bent along with the protruded formed needle. During leak test, fluid was found leaking through a tear on the exposed soft cannula near the distal tip. It could not be determined when this tear on soft cannula occurred. The pod download data showed an 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin.